Manufacturer narrative:
Similar incidents have been received for the intermate product family. The number of incidents reported are above the expected level of occurrence for this product. This issue is being investigated under CAPA # im-CAPA-0007. The CAPA was opened on august 5, 2005 and is in the investigation stage. The device involved in this incident has been requested for evaluation. Should the device be returned, evaluation will be provided in a follow up report.

Event description:
Baxter received a customer complaint from a pharmacist, involving burst reservoir observed during patient use. The device was filled 4 g. Infectofos in 0.9% nacl. No patient injury was reported.